Event description:
It was reported, the repositionable clip did not deploy. The issue occurred during a diagnostic colonoscopy procedure. The device was reported to have failed upon initial use out of the box. There were no reports of patient harm or impact associated with this event. The customer advised that there was no procedure delay, and the reported problem did not affect the diagnostic outcome of the procedure. Another clip was used to complete the procedure. The customer disposed of the clip.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer confirmed the first clip did not detach after grabbing the tissue, the clip did not reopen after grabbing the tissue by pushing the slider. The clip was applied to the sigmoid colon.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following mechanism likely lead to the event: 1. When pulling the slider, the operation wire, the hook and the clip arms are linked together, and they are pulled together in the proximal direction. This motion closes the clip arms. 2. When the slider is further pulled after closing the clip arms, the protrusions of the clip arms will move to the outside of the clip pipe. Once it happens, the small protrusions of the clip arms will be fix to the edge of the clip pipe. As a result, the clip cannot be opened or closed. The clip can be opened and closed by operating the slider to a position where the small protrusions of the clip arms do not come out of the clip pipe. 3. When the slider is further pulled after the clip does not open or close, the limiter located in the slider breaks with the noise of snapping. (The user recognizes that clipping was completed by hearing the sound.) 4. After the limiter breaks, the joint between the hook and the clip arms will be unhooked by moving the slider forward. As a result, the clip will be released from the product. Since the actual product was not sent and the event could not be confirmed, the root cause of the occurrence could not be specified. The event can be detected/prevented by following the instructions for use which state: - "operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. - do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. - do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. - do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. - should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result." Olympus will continue to monitor field performance for this device.